Event description:
It was reported that foreign matter in the catheter was noted. The 70% stenosed, 8x3.2 mm target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express¿ vascular sd metallic stent was selected to treat the lesion. During the procedure, the physician found that there were some foreign matter present in the catheter, thus the stent could not be released safely. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that foreign matter in the catheter was noted. The 70% stenosed, 8x3.2 mm target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express¿ vascular sd metallic stent was selected to treat the lesion. During the procedure, the physician found that there were some foreign matter present in the catheter, thus the stent could not be released safely. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system with stent and no other devices. There was contrast in the inflation lumen and blood on the outside of the shaft. The balloon was tightly folded with the stent partially deployed on the balloon between markerbands. Inspection of the device presented no foreign matter, damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).